Event description:
Related manufacturer reference number: 2017865-2021-35776. It was reported that the patient presented with cardiac perforation due to their right ventricular (rv) lead. Initially the rv lead was cut on (B)(6) 2021. The day after on (B)(6) 2021, the remains of the rv lead were removed and a replacement lead was implanted. During this replacement procedure, the patient's left ventricular (lv) lead was found to be in the wrong position in the coronary sinus. Therefore, the physician explanted and replaced the lv lead as well. The patient was in stable condition.